Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet cup, cat#: us157852, lot#: 473320; biomet stem, cat#: 103204, lot#: 103204; biomet taper adapter, cat#: 139252, lot#: 974030. The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01905.

Event description:
It was reported the patient underwent total hip arthroplasty approximately 12 years ago. The patient was revised last year due to pain. During the procedure it was noted the patient¿s implant had loosened, there was presence of scar tissue, and metal staining. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.